Event description:
Customer stated a fragment had to be removed from patients right ventricle believed to be a fractured piece of the port catheter. The patient had port h965451030 placed on (B)(6) 2020 and the fragment was noticed and removed in (B)(6) 2021 and replaced with port h965451090. Fragment was removed and kept by hospital.

Manufacturer narrative:
Review of device history records: the records are complete and in order. The product meets its specification per inspections records. Review of recorded complaints on the last three years (2018-2020): no complaint recorded for lot# 147590000. 1 complaint recorded with catheter rupture confirmed. [C21005] - reported "catheter ripped": use error: catheter rupture confirmed: wrong extremity of the catheter was connected to the tunneler. (B)(4). Review of risk analysis: risk is identified within the risk analysis. Occurrence's rate is below acceptable frequency of the risk analysis. Conclusion: the manufacturer conducted a documentary investigation into the reported problem. The product meets its specification per inspections records. The complaint is unverifiable with no definitive conclusion as no return product was sent for investigation. The risk is identified in our risk analysis and occurrence's rate as per similar complaints review is below acceptable frequency of the risk analysis.